Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was not be returned to zoll for evaluation. However, the console was serviced in the field. The review of patient data and event log showed a couple of tcmid: 02 (ce danfoss error). The danfoss module and ce cables were found to be damaged. The danfoss module and ce cables were replaced remedying the reported complaint. The root cause was determined to be a damaged danfoss module and ce cables. The console was functionally and electrically tested and no issues were observed.

Event description:
It was reported that tcm ID 02 (ce danfoss error) occurred during patient treatment. Since the issue occurred at the end of the therapy during the rewarming phase, the therapy was discontinued. No adverse patient impact was reported.